Manufacturer narrative:
(B)(4).

Event description:
It was reported that proximal spline detachment occurred. An intellamap orion was selected for a radiofrequency ablation procedure. However upon removal of the device it was noted that a spline was broken at the proximal side of the catheter. The procedure was completed with another orion. No patient complications were reported and the patients condition is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection shows spline 2 is detached at the proximal side of the array. The electrical test was performed and the device failed the test. Magnetic sensor resistance and inductance testing revealed both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The orion dfu (91042231) indicates: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated." And "precautions: to prevent entanglement, use care when using the catheter in the proximity of other catheters. Remove the catheter in case of any observed malfunction." (B)(4).

Event description:
It was reported that proximal spline detachment occurred an intellamap orion was selected for a radiofrequency ablation procedure. However upon removal of the device it was noted that a spline was broken at the proximal side of the catheter. The procedure was completed with another orion. No patient complications were reported and the patients condition is stable.